Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the issue has resolved per the customer. The customer declined additional follow up, so no additional information was obtained. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.